Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced skin necrosis and a possible infection. It was further reported that the patient experienced erosion of the device. It was noted that the patient "was skinny and had a very thin skin" and the ipg became exposed when compressed. The device was explanted and replaced in a new location "where fat was present slightly more". No further patient complications have been reported as a result of this event.